Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed, and no new issues were observed. All results were within the range specification and no error were observed during control solution testing. Two of the readings reported by the customer 195 mg/dl, and the 'hi' reading are present in the meter's memory log.

Event description:
Customer reported receiving erratic readings in blood glucose tests. Customer received readings of 195 mg/dl, "hi" and 123 mg/dl within 10 minutes. All tests were performed on the finger. A "hi" reading indicates a blood glucose reading greater than 500 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.